Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging nose irritation, respiratory tract irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report the box b adverse event and product problem wrongly given as both in this report it is corrected to product problem. In previous report the box h type of reported complaint wrongly given as serious injury in this report it is corrected to product problem and in health impact grid it is wrongly given as serious injury and, in this report, it is corrected to no health consequences or impact.